Event description:
It was reported via a user facility medwatch that a pt became unresponsive during dialysis treatment on (B)(6) 2013. CPR was administered by the staff until ems arrived. AED was in place and rhythm was assessed, no shock delivered. The pt was transported to the emergency room where he went into cardiac arrest. The pt subsequently expired.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of reviewing pt medical records and treatment data information regarding the reported event during hemodialysis treatment. A supplemental report will be submitted upon completion of the investigation. Ref MDR #'s: 2937457-2013-00181, 8030665-2013-00587, 1713747-2013-00407, 3005162618-2013-00026, 1651896-2013-00005, 1713747-2013-99942.